Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was returned for failure analysis, and the reported errors were confirmed and replicated. System logs revealed error 32097 indicating maxis error occurred, reported by axes controller, motor (acm) in usm3, iloop maxm watchdog errors and followed by error 31226 aurora link error reported by usm3 axes controller spar (acs), check downstream link to usm3 axes controller, carriage (acc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check fiber test was failing on rolling loop fiber, replicating the reported event. Once testing was completed, the rolling loop fiber was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the rolling loop fiber was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed error 32097 and replaced universal surgical manipulator (usm3). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm3 for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 32097 points to maxis error occurred, reported by axes controller, motor (acm) in usm3.

Event description:
It was reported that user informed the technical support engineer (tse) that they experienced error 32097 multiple times during an overnight case. The procedure was completed as planned with no reported injuries.